Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The customer reported product problem (depleted battery alarm produced when batteries are inserted) was verified. Testing was performed and found that the device alarmed with a battery depleted message. Further investigation found that the microprocessor board was defective. This is what was causing the product problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that a smiths medical cadd ms3 alarms battery depleted when new battery is inserted. No adverse patient effects were reported.